Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked at the hub during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR: release date: 8/28/2018. Released quantity was 215,200. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8222575 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked at the hub during use. No serious injury or medical intervention was reported.